Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure lens wouldn¿t come out then it ripped it. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. Received photo shows a preloaded device, the rear of the nozzle is shown, the plunger is advanced outside the nozzle tip and appear to be slightly bent. There appears to be a piece of damaged iol protruding from the nozzle tip. We are unable to determine the root cause for the reported complaint "lens wouldn't come out and ripped". The product was not returned for analysis. Based on the observation of the returned photo, there appears to be part of a damaged iol protruding from the nozzle tip. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).